Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 225 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the display was not blank less than 30 seconds and did not return. Customer stated that the insulin pump was not working. Customer stated that when she replaced the battery it was just a gray screen, she used 2 new batteries and she did not use the pump for months. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did not returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.